Manufacturer narrative:
The hill-rom tech found the error 3 was showing on the scale display when the bed was in the low position due to the blower box coming into contact with the head lift arm. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech realigned the blower box so that it doesn't come into contact with the lift arm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the scale and bed alarm are not working. The bed was located at the account in the basement repair area. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).